Event description:
It was reported via the maude database, that a pt was undergoing arthroscopy for an acl repair. The pump did not alarm but the knee filled up with fluid. There was some extravasation into the soft tissues as well. The procedure was terminated without the acl repair. Follow-up communication with the risk mgr provided info that the acl repair was completed one week later via a second surgery. Additional info, including the op report, was requested but no further info was provided due to the facility's hippa polices. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval and has been received. Eval is currently in progress. A follow up report will be submitted upon completion of the investigation.